Event description:
Amo phaco machine failure. Patient sedated and eye dilated for surgery. Prior to start of case phaco machine malfunctioned. Message on screen stated failed control panel. Trouble shooting failed and case had to be cancelled.====================== health professional's impression======================same as above